Manufacturer narrative:
Patient information was not provided for reporting. Date of event is unknown. Device is an instrument and is not implanted / explanted. Device is expected to be returned for manufacturer review/investigation but has not been received yet. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown procedure on (B)(6) 2018, the tip of the stardrive screwdriver was found broken from the tray of variable angle (va) locking hand compact set and the set comes with two (2). The surgeon was able to use the second device available in the set. There is no impact to the case reported. Surgery was completed successfully with no delay. This report is for one (1) stardrive screwdriver shaft/t4 50mm/self-retaining/hxc. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Corrected data: there was no known reported patient involvement associated with the complained event. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, it was noticed before the surgery that the tip of the stardrive screwdriver was found broken from the tray of variable angle (va) locking hand compact set and the set comes with two (2). The surgeon was able to use the second device available in the set. There was no impact to the case reported. There was no patient involvement.